Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump would turn off with no reason. Customer also indicated a crack in the back of the device. The customer¿s blood glucose level was not provided at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer will send the product back for analysis.

Manufacturer narrative:
Device unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).